Event description:
It was reported that the customer had high blood glucose of 410 mg/dl, but the insulin pump did not give any indication it was not delivering insulin. Customer then went to deliver a bolus and it said no delivery, so she changed out the set and the insulin pump was reportedly fine after that. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.